Event description:
There is a wire falling out during the operation. However, the hospital tested it and it's functioning normal (cutting and sealing). Doctor said it may have collateral damage if wire falling out.

Manufacturer narrative:
At this time, msi is awaiting the device back so an investigation can be conducted. Once the investigation is complete and more details are available, a final adverse event report will be submitted.

Manufacturer narrative:
Upon initial examination of the returned 132-136d unit, I could confirm that a wire was exposed outside of the jaws. When the unit was plugged into a working ups, the unit passed the pre-check, variable power check, and high power check per the steps outlined in ifu0033. This failure has been seen before, and a scar was issued to parker ((B)(4)). However, parker conducted an investigation and determined that they built the units with this issue per the work instruction. Additionally, they performed tensile testing on the jumper wire, and determined that the yield strength is much lower than that of the jaw assembly components, which could be why the frayed wire failure mode occurs. At this time, it is not considered a significant health hazard as when the wire fails, it does not detatch and fall into the patient. Therefore, a design change is not necessary at this time.

Event description:
There is a wire falling out during the operation. However, the hospital tested it and it's functioning normal (cutting and sealing). Doctor said it may have collateral damage if wire falling out.